Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged of having headache, right eye pain, eye irritation, frontal and maxillary sinusitis. The device was returned to the manufacturer's product investigation laboratory for investigation. An external visual inspection of the device was completed by the manufacturer and found dust liquid contamination in the air inlet. An internal visual inspection was completed by the manufacturer. The manufacturer found evidence of corrosion on the pca bluetooth antenna trace. The manufacturer found evidence of liquid ingress and evidence of dust contamination in the blower box and blower assembly. The manufacturer found no evidence of sound abatement foam degradation. The device's downloaded event log was reviewed by the manufacturer and found no errors logged. The device was applied power and the device operated properly. The manufacturer concludes the contaminates found were consistent with liquid ingress and dust contamination inconsistent with the sound abatement foam. The manufacturer confirmed there was no evidence of sound abatement foam degradation.